Manufacturer narrative:
Correction information provided in h.6 (FDA product code a0407 code has updated to a0409) additional information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in h.11 (b14 code has been added). Additional information was provided in h.3., h.6., and h.11. The product was not returned. A photo evaluation was provided by patient safety & experience: five slit lamp photographs of similar appearance were provided for review. The lens images appear to show a general diffuse haziness which could potentially be associated with a confluence of microvacuoles sometimes referred to as subsurface nano glistenings. The location of the reported appearance is not able to be determined based on the images provided and a more conclusive determination would require clinical assessment beyond this review. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Five slit lamp photographs of similar appearance were provided for review. The lens images appear to show a general diffuse haziness which could potentially be associated with a confluence of microvacuoles sometimes referred to as subsurface nano glistenings. The location of the reported appearance is not able to be determined based on the images provided and a more conclusive determination would require clinical assessment beyond this review. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, after intraocular lens implantation surgery, the patient reported opacified lens. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).